Event description:
It was reported that the autopulse li-ion battery with s/n (B)(4) would not take a charge. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.